Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, it was reported that there was an "air bubble in the gel" and the "blood fill in to the air pocket in gel". No serious injury or medical intervention.